Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope experienced a poor image/ no image. It was unknown when the events occurred. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the due to damage on the charged coupled device (ccd) unit, image noise occurs, and the image cannot be seen. Furthermore, due to damage on circuit board of video plug section, image noise occurs, and an image cannot be displayed. Additionally, adhesive on the bending section cover had a chip. The video connector had a scratch. The video connector had a crack. Due to damage on the lock engagement lever, bending section cannot be fixed firmly. The control unit had a scratch. The grip had a scratch. The switch button 1 had a scratch. The up/down plate had a scratch. The right/ left lever had a scratch. The angulation lever had a scratch. The universal cord had discoloration. The protector of the universal cord on the control section side had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.